Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Mitral regurgitation (mr) is listed in the IFU as a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment/slda could not be determined in this case. Based on the information provided, it appears that the patient effect of mr is a cascading effect of the slda related to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with an mr grade of 4. One clip was implanted, reducing mr to 1. On (B)(6) 2021, echocardiogram was performed, which found the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr increased to 4+. A second mitraclip procedure was performed on (B)(6) 2021. One clip was implanted, reducing mr to 2+. No additional information was provided.